Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.

Event description:
During the implant procedure the physician had difficulty positioning the lead. The lead had high impedance, so the physician removed it. Upon inspection the lead appeared to be stretched out. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).